Manufacturer narrative:
A ge svc rep performed an on site investigation and duplicated the problem. The general surgery platform sys software was reloaded and the calibration files were configured. The images were saved. The sys was tested and operates as intended.

Event description:
The customer reported the 9900 sys lost all pt data overnight. No pt injury was reported.